Manufacturer narrative:
(B)(4). Batch # t5d26h. Concomitant medical product: reload - lot # t40l0f. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Malformed staples and would not close jaw. It was reported that during the endoscopic lobectomy surgery, on the 1st firing, after fired, noted the staples malformed with irregular shape. Changed the new reload, could not close the jaw. Used homelock to complete the surgery. There was no patient consequence reported. No additional information can be provided.